Event description:
Procedure: sleeve gastrectomy. Pt sex: unk. Reportedly, the stapler was applied on gastric antrum; however, the staples did not close properly and a loss of bile occurred. The surgeon then attempted to apply a second and third dlu along the greater curvature of stomach, but the device only cut the tissue and there was improper staple application. The surgeon then attempted to apply a larger staple size and was able to complete the stapling. However, it was necessary to change to an open procedure, because the stomach was too much reduced and they need to create a gastric by-pass via a hand made anastomosis and sutures for which the surgery time had to be extended. The report indicates that: the problem of bile loss was solved, antibiotics were administered to the pt, the pt's health condition is under control, but the hospitalization time has been extended.